Manufacturer narrative:
(B)(4). Date of initial report: (B)(4) 2011. The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that during a hysterectomy, the jaws of the device closed and would no longer open. Another device was used to cut the tissue around the device and it was removed. There was no pt injury.